Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in pacing impedances from 440 ohms when it was implanted approximately six years ago, to 1400 ohms at the patient's recent generator change-out. Also, an increase in capture thresholds was noted. Fluoroscopy evaluation done prior to the generator change-out revealed a translucent portion on the proximal portion of the lead; a partial fracture was suspected as both capture and sensing were still present. The physician elected to surgically abandoned this lead and a new rv lead was implanted. No adverse patient effects were reported.